Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
The nc emerge mr, ous 4.00mm x 8mm was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. A visual and tactile inspection revealed that no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic analysis revealed no issues identified with the balloon. Bumper tip showed no signs of distal tip damage. A functional testing of the device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 20 atmospheres. It was successfully inflated and held pressure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.